Event description:
An altitude alarm was reported for the pump, triggering a suspension of insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through cleaning procedures and instructed them on resetting the pump, which led to the successful resumption of normal operations. The customer acknowledged the advice provided for preventing future altitude alarms, and the issue was resolved without further incident.